Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.